Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was found to have delivered inappropriate shocks in all vectors. This patient was then hospitalized and the system was subsequently explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This correction report is being filed to include an update to d6b - explant date field.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was found to have delivered inappropriate shocks in all vectors. This patient was then hospitalized and the system was subsequently explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was found to have delivered inappropriate shocks in all vectors. This patient was then hospitalized and the system was subsequently explanted. No additional adverse patient effects were reported.